Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were not returned as it was kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).